Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 analyzer and replaced multiple hardware parts which included the tubing, the sample pot, ise mix motor, a mixer paddle, all electrodes, a sample probe, a buffer syringe and buffer valves. The fse performance calibration, mid solution and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high sodium patient results on their au680 clinical chemistry analyzer. The high results were not reported out of the laboratory. The customer repeated the sample on another au analyzer and results recovered normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for 15 patients.